Manufacturer narrative:
Product complaint (B)(4). Complaint conclusion: as reported by the field, during a stent assist coil embolization, an enterprise2 4mmx23mm intracranial stent (encr402312, 7044264) became impeded in distal end of an unspecified microcatheter (mc) and could not pass through. The physician retracted the stent and switched a new one to complete the surgery. It was found that one marker of the stent was kinked/bent. The microcatheter was not replaced. There was no patient injury report. Additional information was received indicating that a prowler select plus microcatheter (606s255x, 30989299) was used. However, it is unknown if it was necessary to remove the mc with the enterprise. No additional information is available. One picture was attached to the complaint file in which only the stent was shown. It was noted already detached from the delivery system, and one of the distal ends shows one kinked and broken strut. The delivery system and the introducer were not shown in the picture. A non-sterile 4mm x 23mm enterprise® 2 vascular reconstruction device was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, and it was noted that the stent was already detached from the unit. The delivery wire and the introducer were not returned for evaluation. The stent component was inspected under a microscope and one of the distal ends was noted to be completely flared; however, the other end was found to have the struts bent and broken. These conditions are consistent with the conditions seen in the provided picture. The issue documented that one marker of the stent was kinked/bent was confirmed since the stent was confirmed to be damaged during the inspection. It was reported that after the stent was withdrawn, it was found to be kinked; it could be reasonably suggested that such damages are the result of the difficulties experienced during the withdrawal of the stent as it became impeded in the microcatheter. It is also possible that the stent became inadvertently damaged during the advancement through the microcatheter. Based on this, the issue regarding an impeded condition was able to be confirmed. The stent detachment was not originally reported in the complaint, and the exact time when this condition occurred cannot be determined with the information available; however, it most likely occurred during the withdrawal. With the limited information available, the root cause of the failure mode observed remains inconclusive; however, there is no indication that the issue reported in the complaint results from a defect inherently related to the device. The delivery wire and the introducer components might have gotten lost sometime during the post-operative handling or decontamination of the device. If additional information or components are received at a later time, this investigation will be reassessed accordingly. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of lot 7044264. The historical record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required at this time. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. ¿ if resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during a stent assist coil embolization, an enterprise2 4mmx23mm intracranial stent (encr402312, 7044264) became impeded in distal end of an unspecified microcatheter (mc) and could not pass through. The physician retracted the stent and switched a new one to complete the surgery. It was found that one marker of the stent was kinked/bent. The microcatheter was not replaced. There was no patient injury report. Additional information was received indicating that a prowler select plus microcatheter (606s255x, 30989299) was used. However, it is unknown if it was necessary to remove the mc with the enterprise. No additional information is available.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. One picture was attached to the complaint file in which only the stent was shown. It was noted already detached from the delivery system, and one of the distal ends shows one kinked and broken strut. The delivery system and the introducer were not shown in the picture. A device history record (DHR) was performed, and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Therefore, no CAPA activity is required. The issue regarding a stent being kinked was confirmed based on the kinked and broken conditions seen in the stent; however, the issue regarding an impeding condition was not able to be evaluated since functional tests need to be performed. This investigation was performed based only on the photo provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.